Event description:
It was reported to philips that the device failed the op check for the defib test. The customer already replaced the therapy cable and test load and the test continues to fail. There was no reported patient involvement.